Event description:
The reporter stated, that when the surgeon made a incision to insert a 12.6 mm micl 12.6 implantable collamer lens in 2006, the anterior capsule of the crystalline lens was nicked with the diamond knife. One day post-op, the next day, the lens was removed due to an anterior subcapsular cataract. The icl was then removed and the surgeon performed a cataract extraction with an iol implantation. The surgeon was new to using the diamond knife.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that two pieces were missing from the haptic edge. Clear surgical residue/debris on the product. A lens work order search was performed for the lens and no similar complaint was found within the search. Conclusion: the root cause of the event was due to the crystalline lens was nicked with the diamond knife.